Manufacturer narrative:
The investigation determined the interference was not to anti- streptavidin antibodies. The sample interference lead to non-linear dilution behavior in the estradiol reagent. The interference can be removed with peg precipitation. It was a macromolecular interference type, the exact type could not be determined. There was no more sample available for investigation.

Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable estradiol results for one patient on their e411 analyzer. The patient's initial estradiol result was 778.0 pg/ml. The sample was diluted 1:2 and the result was 533.4 pg/ml. On 02/01/2013, the patient had a new sample measured and the result was >4300 pg/ml. The sample was repeated and the result was 4246 pg/ml. The sample was then diluted 1:2 and the result was 2634 pg/ml. The sample was then diluted 1:5 and the result was 2137 pg/ml. It was unknown if any of the results were reported outside the laboratory. There were no reports of any adverse events. The estradiol reagent lot number was 167224 and the expiration date was 05/30/2013. Three patient samples were returned for investigation. The results were not sufficient to assess the interference, but the general presence of an interfering factor in the patient sample was confirmed.